Event description:
It was initially reported while the patient was having a generator replacement there was an issue with the new generator. Diagnostics were run on the generator prior to implant outside the pocket and they were within normal limits. Once the patient was implanted and the generator was in the pocket the generator was showing eos-yes. A resident was performing the surgery under the supervision of vns implanting physician. It is unclear if electrocautery was used during the surgery near the generator but is possible. The patient was implanted with a different generator and all diagnostics were within normal limits. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on both generators. The premature eol was duplicated in the product analysis lab for the new generator with the suspected issue. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Despite the lack of physical evidence on the case exterior, high energy exposure is a likely cause. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing (following a reset of the pulse disable bit) indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 1.564% of the battery had been consumed.the second generator was returned due to prophylactic replacement and low battery ifi=yes. Results of diagnostic testing indicated that the battery status indicated ifi=yes in the product analysis lab. The battery is partially depleted, 2.805 volts (near ifi) as measured. The data in the diagaccumconsumed memory locations revealed that 91.045% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
Additional information was received that it was confirmed that electrocaudary was used while the generator was in the sterile field.